Event description:
The customer reported via phone call that insulin pump had a damage on the lcd screen. Cusotmer's blood glucose was unknown mg/dl. The custome stated that damage occurred on the motorcyle accident. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The functional testing could not be performed due to the missing segments. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.